Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine checking of the equipment, the light emitting diode (led) display of the centrimag console was not coming. It was noted that only the green light of the alternative current (ac) input was showing on the front panel.

Manufacturer narrative:
Section d5: operator corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console¿s screen not displaying information was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot, and its screen was observed to be blank upon being powered on. The unit was troubleshot, and the issue was isolated to the display printed circuit board (pcb) which contains the vacuum florescent display (vfd) screen. The issue resolved upon replacing the display pcb with a new assembly. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was isolated to an issue with the console¿s display pcb; however, the root cause of how this issue occurred was unable to be conclusively determined. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. No further information was provided. The manufacturer is closing the file on this event.